Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: weight to the spec, wear abrasion, red particles in the shell, crease fold and opening on posterior. A visual and microscopic analysis was performed which identified: crease smooth opening on posterior. Based on the device analysis the final assessment is a crease smooth opening on posterior assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side implant exchange concerns with the product. Healthcare professional later reported "textured to smooth implants due to the patients concern ," and capsular contracture baker grade iii. Device has been explanted.